Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A review of the event history log revealed 'system error 345'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, a 'system error 345' was confirmed. The cause was not determined. The ultrasonic sensor will be replaced per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.